Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported when the patient presented remotely via merlin.net transmission, episodes of rv oversensing due to myopotential oversensing were observed. Programming changes were suggested. The patient will be monitored and was scheduled to present in clinic.